Event description:
The customer reported that after an upper endoscopy, with and endoscope treated with cidex opa, a patient complained of a sore throat. The next morning, the patient reported to the ER with symptoms of an allergic reaction, specifically angioedema, dyspnea, rash to neck and face, swelling and soreness of the throat. The patient was treated with an IV and benadryl.